Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the low blood glucose was due to the insulin pump. The customer's blood glucose was 8 mg/dl at the time of the incident. The customer's blood glucose was 248 mg/dl at the time of call. The customer reported that they treated the low blood glucose with food and glucose tablets. The customer was unable to troubleshoot due to missing insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report. Also, corrected the date of event.

Event description:
Additional information was received after calling the customer. The customer stated she was on manual injections, and had been off the pump for one week prior to the incident. The customer ran out of supplies and was waiting to receive her next shipment, and she thinks she may have taken too much insulin. The customer stated she was also not checking her blood glucose levels very often. The customer stated that she was driving a vehicle and was in a car accident. The customer stated that nobody was hurt in the accident.